Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses, and that the pump touchscreen was scratched. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issues, but no response was received.